Manufacturer narrative:
The device was not returned to the MFR for eval. However, the device was returned to zimmer (B) (4) for eval and it was determined that the device met specs. No problems was noted with the device. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
A surgeon reported that the meshgraft ii was not able to mesh the graft. There was no report of injury or adverse pt consequences associated with the incident.